Event description:
It was reported that prior to the start of a da vinci-assisted hemicolectomy-right surgical procedure, the user noticed ¿recoverable faults on arm 2 error 32056 occurred immediately at startup¿. Prior to the call, the surgical nurse reported that the site power cycled multiple times with no change. While working with the customer during troubleshooting, the intuitive surgical. Inc. (Isi) technical support engineer (tse) walked the customer through multiple hard power cycles, but the issue persisted. The nurse stated that they had only one da vinci at the facility and she further reported that the surgeon needed all 4 arms for the case. The procedure was aborted to a laparoscopic procedure. Isi followed up with the initial reporter and obtained the following additional information: the surgeon ¿did a hybrid, partly robot and some of it was done laparoscopically¿. There was no harm to the patient, but probably just a bigger incision and it took longer due to the hybrid approach. It was further reported that the system has been working fine since the reported incident. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the available information, the cause of the alleged incident in that the system displayed ¿recoverable faults on arm 2 error 32056 occurred immediately at startup¿ and thus the procedure was converted to a laparoscopic surgery was due to universal surgical manipulator (usm2) not working properly. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. As reported, the fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The unit was returned to isi for failure analysis (fa) and the reported intermittent 32056 (with 1123/1173) errors pointing to the pitch axis was confirmed/replicated. The fa concluded that the usm2 was the cause of the intermittently recoverable fault error code 32056. No image or video clip for the reported event was submitted to isi by the customer for review. This event is being reported due to the following conclusion: it was reported that the user noticed recoverable faults on arm 2 error 32056 occurred immediately at startup. The surgeon elected to convert the procedure to a traditional laparoscopic surgery. At this time, the cause of the reported intermittent recoverable faults on arm 2 error 32056 is believed to be related to a component failure. Furthermore, it was reported that the surgeon made a larger port-site incision to undergo the hybrid laparoscopic approach.